Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system disconnected and began to spill out. The following information was provided by the initial reporter: nexiva tubing disconnected upon insertion and blood began to spill out.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system disconnected and began to spill out. The following information was provided by the initial reporter: nexiva tubing disconnected upon insertion and blood began to spill out.